Manufacturer narrative:
The field service representative (fsr) tested the roller pump and could not duplicate the reported complaint. The fsr replaced the roller pump. The unit operated to the manufacturer's specifications. Per data log review: on (B)(6) 2021 the log does show that the large arterial roller pump stopped twice, possibly during case. There was no error logged to indicate why the pump stopped which would be normal if the end user intentionally stopped the pump. It is possible that the pump detected running in reverse, and stopped the pump displaying a 'service pump' message. If this occurred then no log entry would be made to indicate why the 'service pump' message was displayed. There is no way to confirm the complaint from the log review in this case. During laboratory evaluation, the product surveillance (pst) connected the roller pump to lab use only (luo) testing equipment. It was powered on and ran for approximately 26 hours with no observation of the pump shuttering, stopping or displaying a 'service pump' message. The roller pump passed all testing and met specification.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump shuttered, stopped and displayed a 'service pump' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced an arterial roller pump failure while on cardiopulmonary bypass (cpb), whereby the roller pump shuttered, stopped, and then gave a 'service pump' message on the display. The pump was changed out and the procedure was completed successfully with no delay or blood loss.

Manufacturer narrative:
The service repair technician (srt) was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications.